Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Investigation summary: a picture was received for evaluation, and it was observed a box apparently sealed identified with product code w8556 and lot number 201219 a manufacturing record evaluation was performed for the finished device lot 201219 and no information was available. The evaluation determined that the cause is a counterfeit sample. As per visual inspection of the picture received the following differences were noted: missing qr barcode. The word ref was including before the product code. The w is separated from product code . The word coated was noted in prolene product word. The sales type needle is for a c-1 (ethicon product should be sales type rb-1). The curve is 3/8 circle (ethicon product the curve should be ½ circle). The needle alloy description is atraloc (ethicon product should be ethalloy). The size of the words between english and french languages was noted to be different (ethicon product the language in one side should appear in english and spanish languages and french in the second side). The lot number is not consistent with ethicon format. Ethicon size of the suture shall be 5-0 instead (5/0). The lot number was entered in system and no results were obtained from the two sites that are responsible to produce this product ((B)(6)); the lot number was not recognized by database of ethicon. As per conclusions the differences between complaint product and ethicon product were noted by reviewing the internal specifications. The print information was observed to be different in both products. This means that the product reported was not produced within ethicon manufacturing sites. The counterfeit product is confirmed. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. The manufacturing records couldn't be reviewed as the batch number is unknown.

Event description:
It was reported by the account manager in 2021, before use on the patient, a photo from a distributor in north caucasus federal area with a suspect product. Upon visual inspection of the photo received the following differences were noted: missing qr barcode. The word ref was including before the product code. The w is separated from product code. The word coated was noted in prolene product word. The sales type needle is for a c-1 (ethicon product should be sales type rb-1). The curve is 3/8 circle (ethicon product the curve should be ½ circle). The needle alloy description is atraloc (ethicon product should be ethalloy). The size of the words between english and french languages was noted to be different (ethicon product the language in one side should appear in english and spanish languages and french in the second side). The lot number is not consistent with ethicon format. Ethicon size of the suture shall be 5-0 instead (5/0). The lot number was entered in system and no results were obtained from the two sites that are responsible to produce this product (brazil and san lorenzo); the lot number was not recognized by database of ethicon. There were no patient consequences reported. No additional information was provided.